Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: there were unexplained pump reboots observed in the black box on (B)(4)-2018. The battery compartment was confirmed to be cracked. There was no corrosion observed in the battery compartment. The returned battery cap had stripped threads and it was unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated. The test battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 12-hour duration test and no pump reboots were duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.